Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient experienced leg weakness. The device was removed and there have been no reports of further complications regarding this event. The physician did not believe the issue to be related to the device.